Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip the plunger rod was broken. This occurred 14 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Deviations: visible silicone oil: 25; scale mark issue: 2; damaged plunger: 14; damaged tip: 1; burned flange: 3; ink issue: 4.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jun-2023. H6: investigation summary: it was reported that the plunger rod was broken. To aid in the investigation, forty-eight samples bulk packaged in a plastic bag were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. No defects or imperfections were observed. A device history record review was completed for provided material number 301033, lot 1335764. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip the plunger rod was broken. This occurred 14 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Deviations: visible silicone oil: 25. Scale mark issue: 2. Damaged plunger: 14. Damaged tip: 1. Burned flange: 3. Ink issue: 4.